Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right side group impedance measurement was 101 ohms (unclear which lead corresponds with the right side). Additional troubleshooting was being performed; however, results were not available at the time of this report. Additional information has been requested, a follow-up will be sent when additional information becomes available.